Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a slightly loose drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump was also received with some cosmetic damage.

Event description:
It is reported by the patient that their insulin pump is giving a no delivery alarm. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)